Manufacturer narrative:
Batch review performed on 9 december 2025. Stem: amistem p 01.18.433 amistem-p collared std. Size 3 (k173794) lot 2112769: (B)(4) items manufactured and released on 29-mar-2022. Expiration date: 15-mar-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about1 year 6 months from the primary, the patient came in reporting pain due to a periprosthetic fracture the cause is unknown. The surgeon revised the medacta head and stem to a competitor head and stem and revised the medacta liner to a medacta liner. The surgery was completed successfully.